Event description:
It has been reported to philips that the system intermittently failed to emit x-rays. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. Patient and the procedure outcome are unknown as no information was available from the customer. A philips field service engineer (fse) visited the site, however; was not able to reproduce the reported issue. The fse found that the system was working as intended and was able to generate x-rays. Analysis of the log file showed an application error as the generator failed to prepare for acquisition when the issue occurred. After the onsite visit from the fse the issue has not re-occurred, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.